Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine. This occurred during dwell five of five. The hp called after therapy had ended. The hp stated that there seemed to be a leak between the final bag and the final line. The technical service representative advised the hp to contact their nurse. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient reported that there was a leak in the connection between the final bag and the final line. The leak was determined to be the cause of the system error 2240. Should relevant additional information become available, a follow-up report will be submitted.